Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an error message drawer offline. A technical support specialist remoted into the cabinet and discovered the tester app had been left open. The tss ended the tester application and relaunched the medbank application. Customer was then able to log in successfully and issue medications to the patient immediately. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini there was an error message drawer offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.